Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker was found in backup vvi. The pacemaker was not used and no patient was involved.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and no anomalies were noted. The cause of the field event remains undetermined.